Event description:
Customer reported low blood glucose symptoms with blood glucose result of 101 mg/dl obtained on the advantage system. Customer's spouse treated him with orange juice and his low blood glucose symptoms improved (customer was unable to self treat). Requested return of suspect device, however, customer no longer has the test strips, replacement was sent.